Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient presented with shortness of breath. During the procedure an attempt was made to use one nc euphora balloon catheter when deflation difficulties were experienced and the balloon would not deflate at the lesion site. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The lesion being treated was a non-tortuous, moderately calcified lesion with 70% stenosis located in the proximal left anterior descending (lad) artery. The device did not pass through a previously-deployed stent. There was no resistance encountered when advancing the device, and excessive force was not used during delivery. The balloon was being used to pre-dilate the lad artery. Upon trying to deflate the balloon, it would not deflate. Several attempts were made to try and deflate the balloon. The indeflator was checked with no issues. The balloon was deflated enough so that the balloon could be pulled back into the catheter and was removed from the patient. The balloon was pulled as negative as it would go, while pushing the guide catheter into the stent then balloon into the guide catheter. No patient complications were reported as a result of the event.